Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot and no deviations were found. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of a cystoflo bag that is broken. No patient injury or medical intervention were reported for this event. No additional information is available.